Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the most probable cause of the complaint is cause not established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited foreign objects within the air/water tube and cylinder. The issue was found during reprocessing. There were no reports of patient involvement.